Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead was found to have dislodged via x-ray. A surgical revision was performed and the lead was successfully repositioned. The physician noted that the patient had twiddled the lead, causing the lead to pull back. No additional adverse patient effects were reported. The lead remains in service.